Manufacturer narrative:
Cmp-(B)(4). The device has been returned, and is in the process of being evaluated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the cannulated driver tip sheared off, however no fractured pieces fell into the patient. A solid driver was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the tip of the driver is twisted and a portion is fractured off. The driver meets print specifications were measured. Material is consistent with 455 stainless steel. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.